Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician attempted arteriotomy closure using the perclose at device. Fourteen days post procedure, the pt presented at the hosp with an infection (abscess) at the arteriotomy site. The pt was given an infusion port and was put on daily unspecified IV antibiotics. A physician performed surgery on the infected site. The pt was continued on IV antibiotics, discharged from the hosp 5 days later and continued to return daily for an unk period of time for antibiotic therapy. The pt is reportedly fine.